Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: evaluation revealed that the pump powers with returned battery cap. Battery cap is unable to fully tighten, the battery cap threads are damaged. A battery compartment crack was observed below grip pad. The audio bolus button cover is detached/missing. Investigators were unable to verify bolus button functionality due to missing bolus button cover. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(6) 2016.